Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that parent reported a break in the silicone sheath of the tracheostomy tube. Parent removed and replaced the tracheostomy as soon as noticed. There was patient involvement.

Manufacturer narrative:
H4: correction. H3: one pediatric tracheostomy tube was received for evaluation in used condition. As received, a tear in the silicone shaft exposing a wire was observed. The reported issue was confirmed, and a probable cause was not able to be identified. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.